Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the spin collar broke on the bifuse tubing while on a patient. The y was connected to one lumen of the patient's PICC and when the rn tried to disconnect the bifuse from the heparin lock the spin collar broke and slid down the set. The rn was unable to reconnect the set by aligning the teeth of the set so the connector and bifuse were replaced. There was no patient harm.

Event description:
The customer reported that the spin collar broke on the bifuse tubing while on a patient. The y was connected to one lumen of the patient's PICC and when the rn tried to disconnect the bifuse from the heparin lock the spin collar broke and slid down the set. The rn was unable to reconnect the set by aligning the teeth of the set so the connector and bifuse were replaced. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the spin collar on the bifuse cracked was confirmed. Visual inspection showed a vertical crack on the spin collar extending from end to end. It was also observed that the molded ridges at the proximal end of the male luer were worn and chipped/broken. The molded ridges can function as a source of leverage when disconnecting the male luer using the spin collar. Based on the physical damage, it is likely that the damage was incurred while attempting to disconnect the male luer from a mating component.. Previous investigations have shown the root cause to be the application of 70% ipa without allowing for sufficient drying time, which can occur with use of alcohol impregnated caps.

Event description:
The customer reported that the spin collar broke on the bifuse tubing while on a patient. The y was connected to one lumen of the patient's PICC and when the rn tried to disconnect the bifuse from the heparin lock the spin collar broke and slid down the set. The rn was unable to reconnect the set by aligning the teeth of the set so the connector and bifuse were replaced. There was no patient harm.

Manufacturer narrative:
Section a: although requested, patient demographics not provided. The event reportedly occurred in the nicu; therefore it is presumed the patient was a neonate.

Event description:
The customer reported that the spin collar broke on the bifuse tubing while on a patient in the nicu. The y was connected to one lumen of the patient's PICC and when the rn tried to disconnect the bifuse from the heparin lock the spin collar broke and slid down the set. The rn was unable to reconnect the set by aligning the teeth of the set so the connector and bifuse were replaced. There was no patient harm.